Event description:
The suspect device showed variation in test results when compared to the lab. The following test results were reported. Inratio: 1.3,4.8,1.6,2.3, lab: 1.2,3.0,1.6,1.9. A new lot of strips was sent to the customer. Further follow up to be performed.